Event description:
The device was used during a lower anterior resection procedure. Reportedly, the instrument was difficult to open and the staples did not form proplery. The surgeon resected the malformed staple line and applied another device to complete the procedure. The hosp has reported the pt's condition is satisfactory.